Event description:
It was reported by the customer's spouse that the customer was hospitalized on (B)(6) 2014 due to priming 19 units of insulin while connected to the body. Customer was treated with glucose tablets. Customer's blood glucose level at the time of the hospitalization 116mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).